Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The service representative replaced the cup 200 board. The system was tested and is operating as intended.

Event description:
The customer reported that the 7700 system would intermittently lose the image. No patient injury was reported.